Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) study. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2010, the 12 mm x 3.00 mm taxus element stent was introduced to treat an unknown target lesion. In (B)(6) 2012, a myocardial infarction with recurrent ischemia symptoms lasting 10 minutes or more was reported and repeat angiography was performed.